Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead experienced loss of capture in bipolar configuration. Therefore this lead was surgically capped. No adverse patient effects reported.